Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result e8 were found in the history. The up button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated up/down button and unclearable e8 error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Patient reported the display of the infusion device is black and all of the buttons are non-functional. Patient stated she changed the battery and now the infusion device starts with an e8 (power interrupt) error message but the ok button on the device does not work. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.